Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with an unspecified mentor tissue expander and experienced postoperative deflation (side unknown). As a result, the patient underwent explantation. A healthcare professional stated that the device was found to have a crack along the seam of the lateral area where the port of the expander attached to the thinner area of the device. The device was sent to pathology. The explantation date was estimated as (B)(6) 2021 based on available information.